Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iabp signal loss of gas flow ( timing greater > 1min) was generated. After further investigation, it was identified through the alarm log print out that it was a gas loss alarm. This happened while repositioning the patient. Patient vital signs were compromised. Inotropes increased temporarily for stabilization while source for cause was identified. Possible kinking of iabp catheter when the patient was turned causing loss of gas alarm. Device left on standby causing timing error message. Console will auto fill but staff had to activate this. Patient was placed back on supine position and checked on all connections. Connections patent and intact. Auto refill iabp for 2 seconds was activated. Iabp was reactivated. The signal was resolved. The customer has not attributed the adverse event to the iab. A separate report will be submitted for the iabp.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iabp signal loss of gas flow ( timing greater > 1min) was generated. After further investigation, it was identified through the alarm log print out that it was a gas loss alarm. This happened while repositioning the patient. Patient vital signs were compromised. Inotropes increased temporarily for stabilization while source for cause was identified. Possible kinking of iabp catheter when the patient was turned causing loss of gas alarm. Device left on standby causing timing error message. Console will auto fill but staff had to activate this. Patient was placed back on supine position and checked on all connections. Connections patent and intact. Auto refill iabp for 2 seconds was activated. Iabp was reactivated. The signal was resolved. The customer has not attributed the adverse event to the iab. A separate report will be submitted for the iabp.